Manufacturer narrative:
Report date: 22jul2021. There was no patient involvement.

Event description:
The customer reported that a ventilator experienced an internal temperature that was too high during pre-use testing. The device was reported to not have been in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy, no patient involvement, and the ventilator was not at the bedside. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer to change the air inlet filter. As a result, the customer replaced the filter and reported that the ventilator was repaired. The ventilator is now back in service. No other anomalies were reported.